Manufacturer narrative:
The pump was tested with a test p-cap and the test p-cap locked in place. The reservoir tube was inspected with no reservoir tube anomalies noted. The pump had no button response on the up arrow button due to corroded keypad traces. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the reservoir compartment is cracked. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there are also scratches on the display that make the screen difficult to read. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.